Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis that was manifested by abdominal pain. The cause was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with loading doses of vancomycin (1.5 gram for 3 days) and ceftazidime (1 gram for 3 days). Treatment with meropenem (1 g / 24 hours) was added 3 days after onset of event. At the time of this report, the patient was recovering from the event and pd therapy was ongoing. No additional information is available.